Event description:
Event description guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model. Subsequently, guidant received information that this device was generating 'short beeping' tones. Physician is aware that this device is included in the recent advisory. Physician was planning to interrogate the device and will report back to technical services. To date, no information has been received.